Event description:
Related manufacturer reference number: 2017865-2023-35529. It was reported that the patient presented for a scheduled generator change. During the procedure, insulation damage was observed on the atrial lead and insulation abrasion was suspected on the right ventricular lead. The atrial lead was repaired with medical adhesive. An attempt to extract the right ventricular lead was made but the helix would not retract. The lead was then capped and replaced on (B)(6) 2023. The patient condition was stable.